Event description:
It is reported that the device was revised in 2009, due to poly wear and the cup being in a vertical position. Implant date is unknown.

Manufacturer narrative:
Information was received from a foreign source who is not required to complete form 3500a. Evaluation summary: the part and lot numbers for the polyethylene liner are unknown, so it cannot be determined what poly liner was used with the cup. It is possible that the poly wear was caused by factors including, but not limited to, normal articulation, cup positioning, third body debris, impingement, or excessive patient activity. No products, x-rays, surgical reports, or patient information was received for analysis, so the exact cause and location of the poly wear cannot be determined at this time. Evaluation: no product was returned. Review of the device history records did not find any deviations or anomalies. It is suspected that the product failed to meet specifications. The investigation could not verify of identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.